Event description:
It was reported that before use of the bd¿ device interlink ext 2adopter when flushing by saline, it leaked from the connection of the injection site and ex-tube.

Manufacturer narrative:
H.6. Investigation: it was confirmed that the connection between one injection site and the inflow side lure was broken, and that a part of the male luer at the injection site remained adhered in the inflow side luer (attached picture 1, 2 reference). Air pressure (55 kpa) was added to the injection site where the fracture could not be confirmed, and a pressure test was conducted in water. No air leak was observed. There were no abnormalities associated with this event in the manufacturing process of the lot. There were no other similar event reports in the lot. The injection site of this product and the connection part of the chemical solution inflow side are glued and fixed. The manufacturing plant carries out a 100% leak test during the process, and if there is a crack or break at the connection, it is identified as a defective product and discarded, so excessive load is applied during use and the injection site is broken there is a possibility that when connecting an interlink cannula etc., please hold the flange of the injection site, not the lure section on the chemical liquid inflow side.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ device interlink ext 2 adopter when flushing by saline, it leaked from the connection of the injection site and ex-tube.